Event description:
On january 20, 2022, patient presented for laparoscopy, incisional/ventral hernia repair, and gastrotomy. A laparoscopic retrieval device, the applied medical inzii retrieval system, was used to remove a specimen. On (B)(6) 2023, patient found to have another hiatal hernia with transverse colon creating a large bowel obstruction. Patient underwent a surgical laparotomy with diaphragmatic hernia repair. During this surgery, a retained object was found and removed. It was determined that the object was the green guide bead from the inzii retrieval system used during the (B)(6) 2022 surgery.